Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the physician advanced the device into the lesion. However, the balloon broke upon inflation at 10 atmospheres. The device was pulled out from the patient and checked. Furthermore, the physician used rota to do the case and used another wolverine to complete the procedure. No complications were reported, and the patient was stable after the procedure.